Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The up and down arrow buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under all button contacts.

Event description:
The patient reported that the up and down arrow buttons are intermittently responding to button presses. Patient reportedly wears the pump in pocket and does not clean the pump.